Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery due to a pump anomaly. The pump was removed and replaced. There were no patient complications.